Event description:
The customer reported that the system failed to save patient image data. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive, gpos and sbc boards were evaluated and replaced. The system software was evaluated and reloaded. The system was tested and found to be working as intended and returned to service.